Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that phacoemulsification power was lost during a surgical procedure. The tip was replaced but did not resolve the issue. The handpiece was replaced and the surgeon was able to complete the procedure with no harm to the patient.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The customer reported that the phaco handpiece lost power in the middle of surgery. The system was examined and the reported event was not replicated. The company service representative examined the system with the customer¿s handpiece and was unable to find any issues. The phaco handpiece functioned as intended. The system was then tested and found to meet all product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 15, 2008. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The system was found to meet specifications. The phaco handpiece functioned as intended. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).